Event description:
Report states pt began to be sick about a year after receiving implants, (ie,1978) with recurring sore throat and kidney trouble. Pt also became very ill in 1984. In approximately 1992 pt began to have a lot of problems: sinus, kidney, loss of use of arms, muscle disorder and trouble with chronic fatigue and lupus. Pt is currently disabled.